Event description:
It was reported the patient met with the manufacturer representative (rep) and their stimulation was activated. The patient noticed it lowered to a lower number by itself and changed when she changed to different positions and also noticed it cut off. The patient wanted to know if that was supposed to happen. The patient was informed the stimulation would change to the settings she makes as long as she remained in the same position for 3 minutes after she makes a change. It was also reported the stimulation would also cut off and start back up when she hit the sync button. The patient could only feel stimulation when she would sit down since they added d program but she changed to b. She also felt pulses in her feet when she turned in her sleep. The patient¿s implantable neurostimulator (ins) has helped her, she was suffering with constant pain for 8 years and she has cut down on pain meds and was getting around since then. When the rep was there to program, the patient said it was hard to demonstrate the sitting position she starts to sleep in. Later on she slides down. She sleeps that way because of all the pain. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n494123, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.(B)(4).